Event description:
The patient reported by email that on the third day of wearing the pod, her blood glucose measured 308 mg/dl. She removed the device and observed that the insertion needle had not retracted and the infusion site was bloody and purulent during a follow up call on (B)(6) 2013 she reported that she had visited the emergency room for wound treatment and it's now healing without complication.

Manufacturer narrative:
The returned device was evaluated and the reported failure of the needle to retract was confirmed. The root cause was determined to be a mfg error. Insulet has implemented improvements in mfg operator training and part design and will continue to monitor the rate of occurrence. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and "check the infusion site after insertion to ensure that the cannula was properly inserted." It advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat." Qualification records were reviewed and the product lot met all acceptance criteria.